Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-may-2019 with the following findings: during investigation, there was a hard 006 code reproduced at power up. The pump was unable to recover from 006 code after reboot. There was a crack in the display lens. The pump was returned with glue in the u-groove area. Unable to attach test clip. A call service 006 alarms (eeprom write failure) observed in alarm history. During duration testing, a call service 006 alarm occurred. The alarm was due to intermittent eeprom failure. The pump was opened and no physical damage found to eeprom.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a call service 006 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.